Event description:
Reportable based on analysis on (B)(4) 2013. It was reported during introduction for a gastrosplenic artery bleeding treatment procedure, the coil could not be inserted into the catheter. A 3mmx3.3mm vortx diamond - 18 was selected to treat the target lesion. Upon introduction, the coil did not enter properly into the micro catheter. Intermittent flush was utilized. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is fine. However, it was found out during analysis that the coil fiber bundles were missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a plunger and a coil inside an introducer were returned for analysis. The plunger in the introducer was found to be severely kinked proximally. There was a significant amount of blood in the introducer. The plunger was advanced with no resistance encountered to remove the coil. There was blood present on the plunger. The coil was kinked and extremely stretched with blood present on the fiber bundles. Microscopic inspection revealed the base zap tip was covered in blood; however, the base and apex zap tips met specifications. The dimensions of the coil were found to be in specification; however, the number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).